Event description:
Customer reported discrepant results when testing a patient with the mts abd/rev grouping gel card. Customer stated that a patient, with a history of type a, reacted 2+ with the b microwell of the abd/rev grouping gel card, lot#071713037-59. The patient sample had a 4+ reaction in the a microwell and a 2+ reaction in the b microwell of the abd/rev grouping, lot#071713037. The reverse microwells had no reaction in the a1 microwell and a 4+ reaction in the reverse b microwell. Testing was done in manual gel. Customer used an alternant type of card for repeat testing, also in manual gel. Customer used abd/abd cards, lot#011313053-11, but with the same cell suspensions as in the previous testing and no reaction was seen in the b microwell. Customer did not pre-wash the samples prior to testing. Customer stated that there were no issues with the diluent. Customer confirmed that qc had been run successfully and that all cards and reagents had been used and stored as per the IFU. Visual appearance was acceptable prior to use. No erroneous results were released. Customer was requested to wash the sample red cells and repeat testing, but samples were no longer available.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).